Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the sample was provided for evaluation. Upon visual inspection of the photograph, it was noted that the sets were broken where the backcheck valve and caresite. Based on the data from the investigation, the reported defect was unable to be confirmed to be attributed to any manufacturing process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The most probable root cause was determined to possibly be by further processing performed by the customer. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): blood tubing broke after a single light tap on the counter to release air. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.